Event description:
It was reported that shaft break occurred. A 3.75mm x 15mm quantum¿ maverick¿ balloon catheter was selected for use to dilate the unspecified target vessel. However, it was noticed that the balloon shaft got fractured. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.75mm x 15mm quantum¿ maverick¿ balloon catheter was selected for use to dilate the unspecified target vessel. However, it was noticed that the balloon shaft got fractured. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter returned in two pieces. There was contrast in the inflation lumen and the balloon was tightly wrapped. The hypotube was kinked 53cm from the strain relief and broken 56cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. The catheter was examined under magnification. There was no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).